Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that a discordant, falsely elevated tni result was obtained on a patient sample on a dimension exl with lm instrument. Siemens determined that the quality controls (qcs) and calibrations were within specifications on the day of the event. Further investigation shows that no other samples were affected by this event. The clot check data does not show repeated atypical aspirations for other samples indicating the source of the atypical aspiration is not from a mechanical issue with the sample probe or fluidics. The abnormal assay on the discordant results hil indices indicates an issue with sample delivery for the test. Siemens determined that a sample specific interference issue may have potentially contributed to the discordant, falsely low tni result. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on a dimension exl with lm instrument. The sample produced hemolysis (h), icterus (I), and lipemia (l) indices of 111, which were flagged with "abnormal assay". The discordant tni result was reported to the physician(s), who questioned the result as the result did not correlate with the result obtained previously on a non-siemens instrument. The sample was repeated on the initial dimension exl with lm instrument, resulting lower. The sample also produced hil indices of 111 when repeated. The repeat tni result was reported, as correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni result.